Manufacturer narrative:
Date sent to the FDA: 03/12/2020. Corrected information: manufacturing site name. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2014 and two (2) mesh products were implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿chronic draining of the sinus, evidence of mesh infection and a possible small bowel fistula.¿ it was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.